Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ protector p50j leaked. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: upon visual inspection of the sample received, the leak was verified between the protector and vial. There is a needle hole out of the center in the cap of the rubber stopper. After disconnecting and reconnecting, no leak was noted. Based upon the visual inspection of the sample received and the investigation, the root cause of this incident is related to how the customer fitted the protector to the vial in an inclined position. Protectors must be assembled vertically to the vials. To guarantee the function of phaseal devices, it is recommended to carefully follow instructions explained in the instructions for use. A device history record could not be evaluated as the lot number is unknown. Several inspections and tests are carried out during manufacturing process. Among them, functionality of the protector is verified. Protector housing was manufactured by nolato supplier. Currently, they are molded in bd (B)(4) plant. Visual inspections and critical dimensions for protector housing parts are performed according to (B)(4)current version. During assembly process, the operator performs the following inspections and tests according to (B)(4) current version: -it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. -visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. -overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. -film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. -functionality test is performed to ensure properly work of the protector. - hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Conclusion: taking into account the information explained in jfrl report, it seems that the root cause was an initial bad connection between the protector and the vial. When the connection was properly done, no leak was found. Based on the low severity and frequency of the defect it was determined that no CAPA is required.